Event description:
The reporter stated the device was in use with patient for infusion. The reporter stated the device leaked. No injury reported associated with this issue.

Manufacturer narrative:
Device evaluation summary: one cadd administration set was returned for analysis in used condition. Visual inspection of the set found both spikes broken from the tips. The design history review was performed. Based on the evidence, the complaint was confirmed. The root cause could not be identified.